Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful percutaneous trans-catheter treatment of left ventricular assist device outflow graft stenosis with a covered stent. European society of cardiology heart failure journal, 2015; 2 (2): 100-102. Doi: 10.1002/ehf2.12030 other devices involved in this event: heartware ventricular assist system ¿ outflow graft /model #: unk-outflow graft (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report on treatment of an outflow graft stenosis for a patient on vad support. The patient's post-vad implantation course was complicated by right ventricular dysfunction requiring inotropic support, dyspnea and hypoxic respiratory failure requiring tracheostomy and acute kidney injury and renal failure requiring dialysis. The vad was noted to continue to have deteriorating flows, despite increasing pump speeds. A transthoracic echocardiogram (tte) was performed, noting severely reduced biventricular function and mild aortic regurgitation. Outflow graft angiography revealed a ninety-percent stenosis of the outflow graft near the aortic anastomosis. A balloon angioplasty and stenting were performed, which resulted in immediate improvement in all vad parameters and resolution of right heart failure and renal failure. The patient was discharged from the hospital to a rehabilitation facility. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump and outflow graft with unknown serial numbers were not returned for evaluation. The reported "decrease in flows" could not be confirmed via log file analysis since log files covering the reported event date were not provided. Of note, outflow graft angiography revealed a ninety-percent stenosis of the outflow graft near the aortic anastomosis. A balloon angioplasty and stenting were performed, which resulted in immediate improvement in all vad parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the reported low flow event may be attributed to constriction in the outflow graft due to the reported stenosis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.